Manufacturer narrative:
(B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibia component at unknown interface. A depuy cement was used. Loosening occurred as a result of a fall. Doi: (B)(6) 2016, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = a device history record (DHR) review was conducted on (B)(4). The DHR review found four unrelated non-conformance on this lot. Final micro and sterility tests passed.